Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00318 on 29-dec-2021. Additional information (11-jan-2022): siemens further investigated the issue and determined that the initial result in the initial report could not have been the initial result. Siemens assessed that the initial result of >40 mg/dl was an auto-diluted result. Then, the customer performed a manual 1:5 dilution which is not validated by siemens. The use of a manual dilution would be considered off-label usage of the device and the customer is responsible to validate and verify the accuracy. Additionally, the customer indicated that they did not experience issues with ip_c quality control, indicating the issue is not related to a reagent issue. As indicated in the initial report, the cse checked system hardware and instrument performance. However, no instrument hardware issues were identified. The instrument was performing as expected. The customer declined to provide sample data for further investigation. Siemens assessed that sample specific issues potentially contributed to the different concentrated inorganic phosphorous results. The customer continued to run samples on the instrument and has had no other incidents related to this issue. The investigation conclusion code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that an elevated inorganic phosphorus concentrated (ip_c) result was obtained on a patient sample on an advia chemistry xpt instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. Siemens customer service engineer (cse) was dispatched to the customer's site and verified the qc was within acceptable range. No instrumentation issues were observed. The cause of the elevated ip_c result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
An elevated inorganic phosphorus concentrated (ip_c) result was obtained on a patient sample on an advia chemistry xpt instrument. It is unknown if the elevated result was reported to the physician(s). The sample was manually diluted and tested for ip_c. The repeat result recovered lower than the initial result. A sample from the patient was sent to a reference lab for correlation testing. However, the customer did not provide the result obtained from the alternate laboratory. The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the different ip_c results.